Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The treatment was not reported. It was reported that there was no hospitalization involved. The patient has recovered from peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Further information was received regarding this event. The patient's peritonitis was manifested by abdominal pain. The patient was hospitalized for the event and treated with vancomycin, fortum, and heparin (route, dosage, and frequency not reported). The cause of the peritonitis was a haematogen status following a tooth surgery. The patient was discharged from the hospital after eight days and recovered from peritonitis 14 days after the onset. Extraneal therapy was ongoing but physioneal and nutrineal were withdrawn on an unreported date. No additional information is available.